Event description:
It was reported that during a balloon angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. Following predilatation with a non bsc device, the physician advanced the 8mm x 4.5mm quantum maverick mr balloon catheter to the lesion and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon loosely folded. There was no damage to the balloon. The outer and inner shafts were perforated from the proximal edge of the guidewire exit notch extending 4cm distally. The distal tip was damaged. There were multiple kinks throughout the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. Following predilatation with a non bsc device, the physician advanced the 8mm x 4.5mm quantum maverick mr balloon catheter to the lesion and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).